Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') and genital haemorrhage ('abnormal, heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included other disorders of intestine. Concomitant products included antibiotics. In 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ pain"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and nausea ("nausea"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed") and nervous system disorder ("neuro condition/ problem"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, abdominal pain, pelvic pain, headache, anxiety, depression, vaginal haemorrhage, menorrhagia, migraine, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, headache, menorrhagia, migraine, nausea, nervous system disorder, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it is likely that plaintiff will need to undergo additional surgical intervention as a result of her essure implants. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pid. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Event neuro condition/ problem added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included other disorders of intestine. Concomitant products included antibiotics. In 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ pain"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and nausea ("nausea"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious") and depression ("depressed"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, abdominal pain, pelvic pain, headache, anxiety, depression, vaginal haemorrhage, menorrhagia, migraine and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it is likely that plaintiff will need to undergo additional surgical intervention as a result of her essure implants. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pid. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs and medical record received. Events added: abnormal bleeding (vaginal, menorrhagia), migraines, nausea, pid. Reporter's information, medical history and concomitant drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.